Event description:
It was reported that the external pulse generator was dropped and needed repair. It was returned to the manufacturer, analyzed and subsequently tested out of specification and as a result is now a reportable event. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) analysis found that the upper/lower cases, side bail covers and ring cover were broken. The battery release, lead flex cover and battery drawer were contaminated. One side bail was missing and the encoder flex was out of mechanical specification.